Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that their sensor had not connected since applying a new one earlier in the day. Initial troubleshooting steps were performed, including attempting to pair the sensor and performing fingersticks, which showed blood glucose (bg) values of 408 mg/dl and later 424 mg/dl. The patient reported feeling tired and cold. Backup therapy was initiated while awaiting assistance from their husband to apply a new sensor. The agent followed up multiple times until the patient was able to pair a new g7 sensor successfully. On (B)(6) 2025, follow-up confirmed bg was back in range. No external assistance or medical intervention occurred.